Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center's digital visual interface output did not display. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The digital visual interface issue was unable to be confirmed. Based on the results of the investigation, the definitive root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.